Manufacturer narrative:
The instrument was returned and evaluated on (B)(4) 2013. Engineering found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
On (B)(6) 2013, the user facility reported a complaint with the maryland bipolar forceps instrument but did not provided a description of the event. Intuitive surgical, inc. Contacted the user facility to obtain more information about the complaint but was not able to obtain any details. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.